Event description:
User facility medwatch report received that states: "near completion of prbc transfusion, I noticed there was blood on the back of the pump. The rear side was dripping on the pump eye and pump back." No pt harm occurred and no medical intervention was performed. No additional information was provided. Set was discarded.

Manufacturer narrative:
Manufacturer's report date: 3/30/2009. Pt information requested and all available info is included. This report was filed by the manufacturer.